Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drainage procedure, the suture fractured. As the physician attempted to complete the loop of the flexima catheter, he was unable to loop the device and the suture fractured. The catheter was cut and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.